Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000475, serial/lot #: (B)(6), rev. 8, ubd: unknown, UDI#: unknown g2: this event occurred in japan, see section e. H6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H6: the returned cable was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the site tried to take a 3d image, the system did not take the image when the tube started rotating to the image starting position. The site checked the pendant and it was set to 2d imaging mode and there was a message on the screen. The device was re-programmed to 3d mode and the imaging was successfully performed. There was no surgical delay. There was no impact to the patient.